Event description:
It was reported that the customer passed away. It was stated that the death was diabetes related, and the customer was wearing the insulin pump at the time of his passing. However, the caller did not feel that the insulin pump had anything to do with his death. The caller stated that the customer loved his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.